Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant wasn't completely covered with bone, bone resorption, peri-implantitis, infection, pain, fistula, abscess, bleeding, inflammation.